Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that next day post open cardiac surgery, the patient had 3-5cm third degree burn on the back, which required plastic surgery with skin grafting. Patient skin was torn and visible redness at the pad site, rem pad was used with a non-(B)(6) generator. Generator reported no alarm. Activation of monopolar was intermittent; constant activation not more than 10sec each time with at least 5sec non activation after. Patient hospitalization was extended for 7 days. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).